Event description:
To treat a moderately calcified cto lesion at # 1-3 of rca, the subject guidewire was advanced to #4 av branch for vessel protection purpose, a stent was deployed at the target lesion using another unknown guidewire. Physician noticed that the tip of the subject guidewire was trapped between the deployed stent and the vessel wall. Attempt was made to withdraw the trapped guidewire, the tip of the guidewire was broken off and remained in the vessel. Snaring the separated distal end of the guidewire failed, so that physician placed additional stent to embed the separated part to the vessel.

Manufacturer narrative:
The guidewire was broken at approx. 20mm from tip end. Sem observation of the breakage site revealed reduction of core wire diameter at the section adjacent to the breakage site, suggesting the breakage by pulling force. Lot history review revealed no irregularity relating to the reported event. No other product experience report has been received for this lot product. With the provided info and the outcome of the investigation of returned device, it is inferred that the guidewire was pulled back with force for removal from the trap, resulting the breakage of guidewire tip due to the force exceeding the product design limit. Warning section of IFU describes "do not manipulate the guidewire through strut of stent." "If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or became damaged resulting fragments being left inside vessel.